Manufacturer narrative:
Device evaluation by manufacturer: the returned product consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed and found no damages. The device was functionally tested by connecting it to a jetstream console. The device was able to prime and run with no issues. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported leak.

Event description:
It was reported that a catheter leak occurred. A 2.4mm jetstream xc atherectomy catheter was selected for a lower extremity arterial stent implantation. During the procedure, after flushing normally and priming, it was found that the catheter leaked gas. After a repeated prime, the issue was not resolved. The catheter was obviously leaking liquid, so it was replaced. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following the procedure was stable.

Event description:
It was reported that a catheter leak occurred. A 2.4mm jetstream xc atherectomy catheter was selected for a lower extremity arterial stent implantation. During the procedure, after flushing normally and priming, it was found that the catheter leaked gas. After a repeated prime, the issue was not resolved. The catheter was obviously leaking liquid, so it was replaced. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following the procedure was stable.